Event description:
Nellcor puritan bennett received info which alleged that an end user experienced burning sensation in throat when using sandman tubing, after cleaning it with equate liquid anti bacteria hand soap and tap water.

Manufacturer narrative:
As per end user, tubing was given to their dme. Dme discarded the tubing, no serial number nor lot number is available, therefore, no root cause can be identified. Dme has been instructed to keep parts in the future. Customer was advised by his doctor how to clean his tubing.